Event description:
Company representative reported on behalf of the physician, right-side capsular contracture baker grade IV diagnosed by MRI. Patient representative reported, ¿perceives the implants as foreign bodies. The device has been explanted and replaced with a non-allergan device. Patient representative additionally reported, "implant associated immune reactions", such as dizziness and "sensory disturbances of the extremities," depression, anxiety, and low self esteem, which have been deemed as not device related.

Event description:
Company representative reported on behalf of the physician, right-side capsular contracture baker grade IV diagnosed by MRI. Patient representative reported, ¿perceives the implants as foreign bodies. The device has been explanted and replaced with a non-allergan device. Patient representative additionally reported, "implant associated immune reactions", such as dizziness and "sensory disturbances of the extremities," depression, anxiety, and low self esteem, which have been deemed as not device related.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.